Event description:
During operating procedure of open reduction and internal fixation of fractured hip, the permanent implant was assembled and impacted into the femoral shaft. In inserting the femoral stem the impacting device which holds a screw and which screws into the tip of the femoral stem, sheared at the femoral stem area - flush with the prosthesis. Tip of inserter remains in pt flush with prosthesis. No adverse effect anticipated as per orthopedic surgeon.